Manufacturer narrative:
Siemens filed the initial MDR 2517506-2026-00001 on 02-jan-2026. Additional information (08-jan-2026): siemens concluded the investigation of the event. Siemens reviewed the instrument data files, and the information provided by the customer. Calibration was acceptable on the day of the event. The customer performed a precision study, which passed. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse performed a precision study across all three levels of quality control (qc), and the results were acceptable. There were no indications of any issues with reagent, sample pipetting, or delivery on the system. The cause of the event is unknown. A product problem was not identified. The customer is operational. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the siemens investigation.

Manufacturer narrative:
A united states (us) customer contacted a siemens healthcare diagnostics remote services center (rsc) and reported that erroneously elevated sirolimus (siro) results were obtained on two patient samples on a dimension exl 200 integrated chemistry system. Quality control (qc) was within the range on the day of the event. Siemens is evaluating the event.

Event description:
The customer reported that erroneously elevated sirolimus (siro) results were obtained on two patient samples on a dimension exl 200 integrated chemistry system. The erroneous results were reported to the physician(s), who questioned the results. The samples were reprocessed on the original system. The reprocessed results were lower than the erroneous results and were reported to the physician(s) as the correct results. There are no known reports of patient intervention or adverse health consequences due to the erroneously elevated sirolimus (siro) results.